Event description:
It was alleged by the patient's attorney: "following an anterior repair and a posterior repair performed in 2007, the patient experienced mental and physical pain and suffering, permanent injury, physical deformity, loss of a bodily organ system and has undergone or will undergo corrective surgery or surgeries". An inquiry was forwarded to the patient's physician who responded that all inquiries concerning this product should be forwarded to his attorney. The patient's attorney provided the patient's implant card. The diagnosis and type of treatment for this specific patient is not known to us and no additional information is expected to be provided. This issue will be handled by our law department.

Manufacturer narrative:
A review of the device history record for the reported lot number found nothing that would cause or contribute to the reported problem. The instruction for use states in the section adverse reactions that potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. The product is recommended to only be used by physician who are trained in surgical procedures and techniques required for pelvic floor reconstruction and the implantation of nonabsorbable meshes.